Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Ttp//dx.doi.or/10.1016/j/bjoms.2016.03.020. While performing follow up for MDR 202914-2016-00652, specific patient information was provided regarding the events mentioned in the article. Therefore separate reports will be submitted for each patient. The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient experienced a local skin infection after multiple embolizations treatments for a massive avm affecting the premaxilla. It was reported by the author that given the volume of the malformation and onyx used as well as the close proximity to skin, the protrusion of onyx through skin was part of a local foreign body reaction that lead to a localised skin infection. The infection was treated with antibiotics and the patient required significant surgical debulking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.